Manufacturer narrative:
Subject device was not explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. W/o a lot number a device history records review could not be requested.

Event description:
During a foot fusion procedure the surgeon inserted a 4.0 mm cannulated screw 34mm and the threads peeled off the shaft of the screw. Surgeon did not remove the screw shaft and/or the peeled threads, remains in the pt.